Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_prog; serial# unknown; product type: programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog; serial #: unknown; ubd: unknown; UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The pump serial number was clarified as having been (B)(6). Regarding the report of the pump not functioning and empty pump alarm, it was noted that it seemed to be a programming error. The physician indicated that the pump was filled, but it was showing an empty reservoir alarm. The cause of the pump not functioning and empty pump alarm was however further reported as having been unknown. The current status of the device was unknown. The patient¿s weight at the time of the event and medical history were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the physician requested we silence the alarms on the pump. When the company representative interrogated the pump, it shows an empty reservoir alarm. The company representative spoke with the physician who indicated that the pump was not functioning and that he had filled it with 40 ml of drug. The date of the event was unknown. The physician asked that the company representative put 40ml for volume and to set the pump at a minimum rate. The patient was to have the pump replaced when she receives medical clearance. Environmental/external/patient factors that may have led or contributed to the issue was noted as having been unknown. It was unknown if any diagnostic tests or troubleshooting was performed. Actions taken included 40 ml volume having been added. Surgical intervention was planned but not yet scheduled. The issue was not resolved as of (B)(6) 2021. The patient was without injury regarding their status as of (B)(6) 2021. The patient's weight and medical history were unknown at the time of the report.